Manufacturer narrative:
Insulin pump received with no button response due to flattened act, esc and down button dome switch. No unlocked lcd keypad connector. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the act button was hard to press and had to used her nail to press it in an exact spot. Her doctor also had a hard time pressing the act button and stated that was not normal. The customer had issues filling the tubing. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.